Event description:
I tried the dexcom g7 and I had several issues with it. Constant disconnect, false readings, transmitter too weak to be 5 foot away from my phone, early sensor failure. I'm type one diabetic using the omnipod pod 5 with the dexcom g6. I've have had no issues with it prior to trying the g7 or after going back to using it. The dexcom g7 was really hard to use with the omnipod 5. I'm hearing a lot of issues with this product. There is a facebook page called dexcom g7 issues and complaints. This should be looked into. It has over 45k members. Thank you for your time. (B)(6).